Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26013. Follow up information identified the headache has resolved. The patient continues to experience the vaginal/groin pain, however a sonogram was taken and revealed an enlarged liver that allegedly is not related to the scs system. The patient will follow up with a specialist.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26013. It was reported the patient experienced a headache after she underwent a trial procedure. The headache is assumed to be due to a csf leak. The physician performed a blood patch to resolve the issue. Follow up identified the headache did not resolve and in addition the patient also experienced newly increased vaginal pain .further follow up information identified the headache and vaginal pain allegedly has resolved. Date of birth is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.